Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5076884) on 10-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("the device had embedded into my tube from inflammation") and salpingitis ("the device had embedded into my tube from inflammation") in a female patient who had essure inserted for female sterilization. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required) and salpingitis (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain. The patient was treated with surgery (both fallopian tubes and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and salpingitis outcome was unknown. The reporter considered embedded device and salpingitis to be related to essure. The reporter commented: she mentioned that she had a serious injury (hospitalization and required intervention) but did not specify it to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5076884) on 10-may-2018. The most recent information was received on 25-mar-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of embedded device ("the device had embedded into my tube from inflammation") and salpingitis ("the device had embedded into my tube from inflammation") in a female patient who had essure inserted for female sterilization. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required) and salpingitis (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain. The patient was treated with surgery (both fallopian tubes and essure removal and oth fallopian tubes and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and salpingitis outcome was unknown. The reporter considered embedded device and salpingitis to be related to essure. The reporter commented: she mentioned that she had a serious injury (hospitalization and required intervention) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.